Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. No visible contamination was reported. Error history log review found a primary audible alarm background test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced speaker and interconnect board as preventive measure. Power up process and all the functional tests passed.

Event description:
It was reported that the pump had a primary audible alarm background test. No patient injury was reported.